Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer and cubies were not detected on the bus. The field service engineer tested the drawer, and it was open, but no cubie pockets populated on the screen. Then the field service engineer replaced the controller circuit board to resolve this issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a main drawer 1.1 and cubies not detected on bus. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.